Event description:
A distributor in france reported an issue where a customer's pump failed to recognize the cartridge despite batch changes. There was no adverse impact to the customer's blood glucose level. Due to the pump being out of warranty, it will not be returned, and no further corrective actions were recorded.